Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon failed to deflate. A 3.0mmx120mmx150cm sterling sl balloon was selected for a percutaneous transluminal angioplasty (pta) procedure. The target lesion was located below-the-knee (btk) with 85% stenosis. During the procedure inside the patient, the balloon failed to deflate properly after it was inflated. Several negative pressures were tried, but it was unable to not deflated. Upon removal, the balloon became stuck to the proximal part of the wire and the entire system was removed. The procedure was completed with another of the same device. There were no patient complications.